Manufacturer narrative:
Further device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01436. Follow-up revealed the cause of lead migration was related to the patient's anchor not being secured upon initial implantation by the surgeon.